Manufacturer narrative:
The customer's samples were received with no dry ice present in the box and the samples were no longer frozen and were at 18°c. Tosoh qa lab tested the samples, using vitamin d test cup lots: c51b755 and c61b757 and all patient samples recovered at >120.0 ng/ml for all replicates. The reliability of these results cannot be guaranteed due to the samples condition upon arrival at the qa lab, unfrozen at 18°c. Since the customer was comparing the two different methodologies (immunoassay & liquid chromatography mass spectrometry (lc/ms)); tss advised the customer to look into both methodologies ranges for reference, since different methods can have different reference ranges. Qc was within acceptable range. No further action required by tss; the customer will follow up with any further assistance. The aia-2000 instrument is functioning as expected. A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10607412. There were two (2) similar complaints identified during the searched period, which includes this event. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for vitamin d test cup lot numbers c51b755 and c61b757. There were no similar complaints identified during the search period. The most probable cause of the reported event could not be established

Event description:
A customer reported intermittent high vitamin d results on the aia-2000 analyzer. The customer reported out the results and the provider thought the result was high and requested retest. Two specimens that tested 120ng/ml on the aia-2000 were sent to esoteric lab with labcorp to run the liquid chromatography/mass spectrometry (lc/ms) vitamin d assay test and one read greater than 120ng/ml, the other did not. The customer will send the samples to tosoh qa lab for further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.